Event description:
It was reported that the device was used during a laparoscopic appendectomy procedure. The surgeon stapled across the meso appendix, opened the stapler and the staple line began bleeding. The surgeon clipped the unoccluded vessel. Opened another device to complete the case. There was no consequence to patient.